Event description:
During a whipple pancreatectomy procedure, the surgeon tried to use a covidien 100 disposable stapling device on the bowel and the device "misfired and did not resease the staples. It was removed and another covidien 80mm stapling device was used to execute the tissue stapling successfullyl. The delay was less than 5 minutes for the replacement. Per the surgeon post operation interview: the stapler cut tissue but did not apply staples. The patient's anatomy or body habitus did not contribute to this stapler device failure.